Event description:
It was reported that during a prostate procedure @ 245,000 joules of use and 36 minutes, ¿message error fiber head broken¿ was reported. The procedure was completed using a second fiber. There were ¿no damaged to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-420a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap and the metal cap are detached; the metal cap without the distal glass cap was returned; the metal cap appears severely charred and melted; the fiber proximal to fracture can rotate independently of metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Based upon the additional information received, this issue has been determined not to be an adverse or reportable event.

Event description:
Additional information received from customer that an error message occurred which prompted user to clean the fiber edge @ 45,000 joules. During the cleaning process, the fiber cap detached.